Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "pump alarming "air bubble detected", but no bubbles visible. Once pump opened, blood seen leaking from tubing at the site where the pump pinches the tubing." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for investigation. Upon evaluation of the photos, blood leakage was observed at the green clamp while attached to the pump. It is possible the leakage caused the air in line alarm. It was determined the photograph does not provide sufficient evidence; therefore, the reported concern was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.